Event description:
It was reported that during device interrogation a message was giving stating that detailed episode data was invalid. No intervention or reprogramming was done and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem was noted as the programmer save to disk data for file (B)(4) shows "episode #(B)(4) detailed episode data is invalid" on (B)(6) 2012, 07:10:55.